Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed the implantable cardioverter defibrillator (ICD) was in backup mode and high voltage (hv) therapies were disabled. Programming changes were performed to resolve the issue. The patient condition was stable.